Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned with the implant detached from the pusher. The resistance of the system was within specifications, and solder joints were intact. The implant coil was detached from the pusher and found to be stretched out from the proximal tie knot location. The pet stretch resistance thread was broken, stretching the coil along to the distal section. The heater coil did not show signs of thermal damage. The severed monofilament thread was white and necked down, indicating a tensile break. Based on the available information and evaluation of the returned device, the reported complaint for non-detachment cannot be confirmed, as the device was within specifications. There was no evidence of having attempted a thermal detachment, as the necked down tail end of the monofilament indicated a tensile break. It is possible that the force exerted during retraction of the coil system exceeded the attachment monofilament maximum tensile specification.

Event description:
It was reported that after placement of an embolization coil, the coil did not detach. During an attempt to remove the coil, the coil unexpectedly detached. The coil was retrieved with a snare device. There was no reported patient injury. The current patient's status is reported to be fine.